Event description:
It was reported that an asymptomatic patient presented in-clinic after receiving a patient notifier for non-sustained lead noise. An increase in capture threshold was observed. Device was reprogrammed. Patient will be monitored with routine follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.